Event description:
The doctor reported that an implant was placed on (B)(6) 2014 and after a few days the patient began to develop high level of pain. All exams and post op CT scans indicated implant was well away from anatomy including nerve structures. Two weeks later, the decision was made to remove the implant due to no resolution of pain.

Manufacturer narrative:
Upon visual inspection of the returned bost511 implant, there is evidence that this implant was placed. Foreign material with the same visual characteristics of blood and bone are present. Based on the visual inspection and overall dimensions, there is no evidence to suggest a dimensional nonconformance with this component. Based on edx testing attached, there is no indication that the material is anything other than commercially pure titanium.